Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not allow for flow when attached to non-baxter primary set. The non-baxter primary set was used with a non-baxter pump and was attached to a one-link extension set. The one-link extension set was attached to the patient's catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by priming the set and checking for flow. The set was then attached to the top y-site of an in-house primary set and the setup was checked for flow. The device was found to prime and flow normally with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.